Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, a piece of the (1) polarcup trial insert nav 22/55 broke off. The procedure was performed, without any delay, using a s+n back-up device. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the complaint device is fractured in 2 pieces. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional complaint reported for the same batch, and 8 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. No further escalation for this case is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during a thr, a piece of the (1) polarcup trial insert nav 22/55 broke off. The procedure was performed, without any delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.